Event description:
It was reported by the rep that the (1) dh105 and the (1) hp052 were used during a lumpectomy procedure. It was reported that the devices were used for approximately two minutes and then a solid tone was heard. The devices were used with a generator that was loaned from ees two months ago. The handpiece was a loaner from the rep. The case was completed with bovine and with no pt consequence.